Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient passed away due to right heart failure. Prior to death, the patient had low flow alarms and low pulsatility index (pi) following after taking blood pressure medications. The patient received intravenous fluids and albumin. They experienced dizziness and loss of consciousness. After this, the patient's flow dropped below 1 lpm. There was no sign of suction events or arrhythmia. Consciousness returned after receiving epinephrine. They were then transferred to the intensive care unit (ICU). An echocardiogram revealed minimal right ventricular movement despite multiple efforts. The cause of the right ventricular failure was undetermined. The patient had a history of right heart failure prior to left ventricular assist device (lvad) therapy.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported events of right heart failure, hypertension, and syncope could not be conclusively established through this evaluation. The patient's death was not considered be device related. The device reportedly operated as expected and was not returned for evaluation. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), rev. C, and the heartmate 3 lvas patient handbook, rev. D, are currently available. Section 1 of the IFU, ¿introduction¿, lists right heart failure, hypertension, and other neurological events (not stroke-related) as adverse events that may be associated with the use of the heartmate 3 lvas. This section also addresses all pump parameters, including pump flow. Section 6 of the IFU, "patient care and management", includes a list of heartmate 3 patient assessment methods, including assessment of the patient's level of consciousness. Section 7 of the IFU, "alarms and troubleshooting", and section 5 of the patient handbook, "alarms and troubleshooting", address all system alarm conditions as well as the appropriate actions associated with each condition. Furthermore, section 8 of the patient handbook, ¿handling emergencies¿, also provides examples of emergencies and the proper actions to take in the event an emergency occurs. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
After being transferred to the ICU, the patient became unresponsive again and blood pressure could not be found. The patient was intubated and flow was still less than 1 liter per minute (lpm). The patient remained unresponsive to multiple inotropes, and a stat echocardiogram was performed.